Manufacturer narrative:
No device was returned for eval. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or a CT-guided percutaneous biopsy.

Event description:
Site reported a pneumothorax post superdimension procedure. Pt stayed in the hospital overnight for observation. The pneumothorax resolved on its own.